Manufacturer narrative:
E1:(B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a co2 rebreathing risk alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The remote service engineer (rse) troubleshot the issue with the customer, and it was found that the customer did not have the whisper swivel in place on the circuit. The customer stated that they would get a whisper swivel and install it, then retest the device. The rse advised the customer that once the whisper swivel was installed, if the issue was still occurring then it was advised to replace the flow sensor assembly (fsa). This investigation is ongoing.

Manufacturer narrative:
In a good faith effort (gfe) response, it was stated by the authorized service provider (asp) that it was determined the customer needed a replacement flow sensor assembly (fsa) to resolve the issue. The asp was waiting for customer approval before ordering the part. The investigation is ongoing.

Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain confirmation of a part order, part replacement, and resolution. No additional responses or further information was received from the service provider after it was stated that they were waiting for approval from the customer site. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.